Manufacturer narrative:
Sensor 0dukk470j has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 8. Observed drop in glucose values of = 80mg/dl and temperature of = 4°c which is evidence that the user removed the sensor early. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿check again in 10 minutes¿ error message was received with the adc device and was unable to obtain sensor readings. As a result, the customer experienced a loss of consciousness and/or a seizure, however there was no report of treatment from a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.